Event description:
The customer called philips to request a warranty replacement for an ac power module.

Manufacturer narrative:
(B)(4): the customer called philips to request a warranty replacement for an ac power module. The customer was sent a new one under warranty which resolved the reported failure. As of 11/30/2010 there have been no further reports from this customer site concerning this issue. The unit remains at the customer site with the new ac power module installed.